Manufacturer narrative:
The device has not been explanted. The clinic has decided to implant the contra-lateral ear and not explant the failed device. Med-el has informed both the pt and the clinic that we do not recommend leaving the device in place.

Event description:
It was reported that during the 12 month eval it was seen that the device had malfunctioned. The clinic deemed his device as having failed as there were only 3 useable electrodes.